Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 5.0 x 100mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion related. There was an in-stent restenosis and short segment occlusions throughout the entire length of the stent. On (B)(6) 2022, the sfa proximal third to the proximal popliteal segment was treated with pta/standard balloon angioplasty and laser atherectomy and the patient underwent an angiogram of the right leg extremity (rle), laser atherectomy of the sfa, angioplasty of the sfa and iliac arteries, as well as stent placement in the rle iliac artery followed by intravascular ultrasound (ivus) of the rle arterial vessels. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on 23-jan-2023 and considered possibly related to the device.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 5.0 x 100mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on 22-apr-22, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion-related. There was an in-stent restenosis and short segment occlusions throughout the entire length of the stent. On 13-may-22, the sfa distal third to the proximal popliteal segment was treated with pta/standard balloon angioplasty and laser atherectomy and the patient underwent an angiogram of the right leg extremity (rle), laser atherectomy of the sfa, angioplasty of the sfa and iliac arteries, as well as stent placement in the rle iliac artery followed by intravascular ultrasound (ivus) of the rle arterial vessels. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on 23-jan-23 and considered possibly related to the device. Additional updates provided by the site on 27-feb-24 updated the date of onset from 13-may-22 to 22-apr-22 and the proximal segment treated at the intervention was updated to reflect the sfa distal third.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.3. Was updated with the date of onset, b.5. Was updated with the date of onset and proximal segment treated, section b.7. Was updated to reflect an updated medical history including cva/tia and coronary artery disease provided by the site, d.3. And g.1. Were updated with veryan's address, section g.6. And h.2. Were updated to reflect the report type (follow-up 01) and reason, and section h.11. Was updated to reflect the sections of the report that were updated.